Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump would not charge normally. When the pump was plugged into a power source, the pump would not recognize the power source. The customer tried a wall outlet and a computer. The customer stated that the pump battery gauge went from 50% battery life to 10% after unplugging the pump from the computer. There was no reported impact to the customer's blood glucose level. A replacement usb cable and adapter were sent to the customer. Follow up with the customer confirmed that the pump was able to be completely charged using the replacement usb cable and no further issues were noted.